Event description:
Caller states he tested 1.9 inr on the coaguchek xs system using blood from a fingerstick and 1.19 inr on a comparison lab using blood from a venouse stick. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.